Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging an "error 2" message issue with her onetouch ultramini meter. The complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on (B)(6) 2012 at approximately 8:03am. At the time the alleged issue began, the patient informed the cca that she was not on any diabetes medications, but continued her usual diabetes management routine. Within 3-5 minutes after the alleged issue began, the patient reported feeling shaky; however, denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, the correct test strips were used, the patient's testing procedure was correct, there was no misused of the meter, and the alleged error 2 message did not occur when powered on. The cca attempted to walk the patient through a blood retest; however, the patient was unable/unwilling. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged "error 2" message and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.